Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in the severely tortuous and non-calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient condition post procedure was good.